Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the active cord and snare in use were never connected by the tech/nurse. The physician, unaware that they were not connected, inadvertently removed the target polyp without cautery, and the patient was sent into surgery to resolve subsequent bleeding. No devices were switched out during this procedure. Although the account confirmed that it alleges no malfunctions of any devices used, the physician mentioned the generator should offer an alarm that indicates when the active cord and monopolar accessory have yet to be connected.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the active cord and snare in use were never connected by the tech/nurse. The physician, unaware that they were not connected, inadvertently removed the target polyp without cautery, and the patient was sent into surgery to resolve subsequent bleeding. No devices were switched out during this procedure. Although the account confirmed that it alleges no malfunctions of any devices used, the physician mentioned the generator should offer an alarm that indicates when the active cord and monopolar accessory have yet to be connected.